Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A physician reported the perforator (ID 261221 - codman dispos perforator) failed to disengage. The save dura mechanism didn't work and the device didn't stop at the appropriate time.